Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for additional microbiological testing. In the test, the biopsy channel, the suction channel and the air/water channel of the subject device tested positive for the following some kinds of bacteria. The biopsy channel of the subject device tested positive for bacillus sp. (1 cfu). The suction channel tested positive for bacillus spp. (1 cfu) and coagulase-negative staphylococci (1 cfu). The air/water channel tested positive for bacillus spp. (1 cfu), corynebacterium species (1 cfu) and micrococcaceae (1 cfu). This microbiological test result reaches the alert level * of (B)(6) - (B)(6) 2007: elements of quality assurance in health related to the microbiological of endoscopes control and traceability in endoscopy¿. The alert level is the level providing a first alert if there is a deviation from normal conditions. It corresponds to values which are still acceptable in terms of (B)(6)guideline numbers of microorganisms but which require corrective measures without stopping the use of the endoscope.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during surveillance culturing conducted by the user facility, the subject device tested positive for unspecified microorganism. There was no report of infection associated with this report.